Event description:
The consumer via a manufacturer representative reported that the patient had a shocking sensation and pain from their implant. The patient had the implant done on (B)(6) 2016 and wanted to get in to see their health care provider (hcp). The patient did turn stimulation down, but still experienced the sensation. The patient noticed it most while shopping on (B)(6) 2016 and it began on (B)(6) 2016. The patient wondered if it may be related to lifting a heavy object on (B)(6) 2016 when the issue began. The patient was advised not to do any heavy lifting for 8 weeks and it had been only 4 weeks since the operation. The patient described the sensation in their tailbone. The patient would be contacting their hcp to see if they could get an appointment with them. It was unknown if the issue was resolved. No surgical intervention occurred and no surgical intervention was planned. The patient was alive with no in jury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the patient was advised to contact her doctor and the representative had not heard back from the patient since the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.